Manufacturer narrative:
Per the user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. Also, max hourly bolus alert occurs when a total bolus delivery that is more than 1.5 times your max bolus setting is requested. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to a blood glucose (bg) of 30 mg/dl. The type of treatment administered was not reported. Customer was discharged the same day with low bg resolved and no permanent damage. Tandem clinical diabetes specialist (cds) reported that the customer continued to enter additional carbohydrate values in order to deliver additional insulin (110u total), despite receiving the pump notification that the maximum hourly bolus had been reached. Cds reported that due to the customer's inability to operate the pump properly after receiving 8 hours of training, the customer had been reverted to using previous pump for insulin therapy. Reportedly, the customer received additional pump training.